Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One screw surgical cover sp o ctagon imp 3mm 5.2mm (opscl) was returned for investigation. Visual evaluation of the as returned product identified signs of wear/use around the external threads due to usage. Functional testing was performed using an applicable in-house implant. The screw could not be threaded fully into implant. Device history record (DHR) review for the lot (2019102029) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (2019102029) and no other complaints were identified. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the cover screw was impossible to place. Doctor could complete the procedure.